Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and cyst ("cysts"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia and cyst outcome was unknown. The reporter considered alopecia, cyst and pelvic pain to be related to essure. The reporter commented: she need for additional surgery incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight and post-traumatic stress disorder. Concomitant products included cholecalciferol (vitamin d), naltrexone, sertraline (zoloft), topiramate since 2014 and trazodone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), cyst ("cysts"), anaemia ("anemia"), serum ferritin decreased ("low ferritin"), depression ("depression"), anxiety ("anxiety"), dry skin ("dry itchy patches"), pruritus ("dry itchy patches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ uterine pain during intercourse"), weight decreased ("weight loss"), vitamin d deficiency ("vitamin d deficiency"), back pain ("back pain"), deafness ("hearing loss"), uterine pain ("uterine pain"), abdominal pain lower ("abdominal cramping"), adnexa uteri pain ("ovarian pain") and rash ("skin rashes"). The patient was treated with surgery (to remove the essure implant-bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, weight decreased and back pain had resolved, the alopecia, cyst, anaemia, serum ferritin decreased, dry skin, pruritus, dysmenorrhoea, vitamin d deficiency, deafness, uterine pain, abdominal pain lower and adnexa uteri pain outcome was unknown and the depression, anxiety and rash was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anaemia, anxiety, back pain, cyst, deafness, depression, dry skin, dysmenorrhoea, dyspareunia, pelvic pain, pruritus, rash, serum ferritin decreased, uterine pain, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: she needs for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6) 2014. In (B)(6) 2014, x-ray bilateral tubes: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet: events anemia, low ferritin, depression and anxiety, dry itchy patches (event splitted for coding), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, pain, weight loss, vitamin d deficiency were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain") and deafness ("hearing loss") in an adult female patient who had essure (batch no. B60754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, post-traumatic stress disorder, weight gain, sleep apnea, malaise, fatigue, post-traumatic stress disorder, headache, anxious mood, depressed mood, poor concentration, hallucinations, panic attacks, abdominal pain, genital bleeding, dysuria, fever, itching, lower abdominal pain, ovarian cyst, spotting vaginal, breast pain and shooting pain. Concomitant products included bupropion hydrochloride (bupropion hcl xl) since 2012, buspirone hydrochloride (buspar), carbaril (clinicide), ibuprofen, naltrexone, sertraline hydrochloride (zoloft), topiramate since 2014, trazodone, vitamin d nos (vitamin d), ziprasidone and ziprasidone hydrochloride (geodon) from 2015 to 2017. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ uterine pain during intercourse") and back pain ("back pain"). In (B)(6)2014, the patient experienced dry skin ("dry itchy patches") and was found to have weight decreased ("weight loss"). In (B)(6)2016, the patient experienced deafness (seriousness criterion medically significant), anaemia ("anemia") and vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced cyst ("cysts"), pruritus ("dry itchy patches"), uterine pain ("uterine pain"), abdominal pain lower ("abdominal cramping"), adnexa uteri pain ("ovarian pain") and rash ("skin rashes") and was found to have serum ferritin decreased ("low ferritin"). The patient was treated with iron infusion and surgery (to remove the essure implant-bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dyspareunia, weight decreased and back pain had resolved, the deafness, alopecia, cyst, anaemia, serum ferritin decreased, dry skin, pruritus, dysmenorrhoea, vitamin d deficiency, uterine pain, abdominal pain lower and adnexa uteri pain outcome was unknown and the depression, anxiety and rash was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anaemia, anxiety, back pain, cyst, deafness, depression, dry skin, dysmenorrhoea, dyspareunia, pelvic pain, pruritus, rash, serum ferritin decreased, uterine pain, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: she need for additional surgery drug abuse idiopathic scoliosis and/or kyphoscoliosis congenital pectus excavatum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in (B)(6)2014: ; on (B)(6)2016: results: bilateral essure micro-inserts are present. X-ray - in (B)(6)2014: bilateral tubes-total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dyspareunia, back pain, depression, anxiety, alopecia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-mar-2019: pfs received: reporter information was added. Lot number added. Event onset date added and concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain") and deafness ("hearing loss") in an adult female patient who had essure (batch no: b60754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, post-traumatic stress disorder, weight gain, sleep apnea, malaise, fatigue, post-traumatic stress disorder, headache, anxious mood, depressed mood, poor concentration, hallucinations, panic attacks, abdominal pain, genital bleeding, dysuria, fever, itching, lower abdominal pain, ovarian cyst, spotting vaginal, breast pain and shooting pain. Concomitant products included bupropion hydrochloride (bupropion hcl xl) since 2012, buspirone hydrochloride (buspar), carbaril (clinicide), ibuprofen, naltrexone, sertraline hydrochloride (zoloft), topiramate since 2014, trazodone, vitamin d nos (vitamin d), ziprasidone and ziprasidone hydrochloride (geodon) from 2015 to 2017. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ uterine pain during intercourse") and back pain ("back pain"). In (B)(6) 2014, the patient experienced dry skin ("dry itchy patches") and was found to have weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced deafness (seriousness criterion medically significant), anaemia ("anemia") and vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced cyst ("cysts"), pruritus ("dry itchy patches"), uterine pain ("uterine pain"), abdominal pain lower ("abdominal cramping"), adnexa uteri pain ("ovarian pain") and rash ("skin rashes") and was found to have serum ferritin decreased ("low ferritin"). The patient was treated with iron infusion and surgery (to remove the essure implant-bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, weight decreased and back pain had resolved, the deafness, alopecia, cyst, anaemia, serum ferritin decreased, dry skin, pruritus, dysmenorrhoea, vitamin d deficiency, uterine pain, abdominal pain lower and adnexa uteri pain outcome was unknown and the depression, anxiety and rash was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anaemia, anxiety, back pain, cyst, deafness, depression, dry skin, dysmenorrhoea, dyspareunia, pelvic pain, pruritus, rash, serum ferritin decreased, uterine pain, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: she need for additional surgery. Drug abuse idiopathic scoliosis and/or kyphoscoliosis congenital pectus excavatum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram: on (B)(6) 2014; on (B)(6) 2016: results: bilateral essure micro-inserts are present. X-ray: on (B)(6) 2014: bilateral tubes-total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dyspareunia, back pain, depression, anxiety, alopecia, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.